Manufacturer narrative:
This complaint was reported in error. There is no battery issue suspected for this device. The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly. The analysis revealed that the ipg switched into the safety backup mode on december 30th, 2023 as a result of the detection of invalid memory content. By design, the ipg performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the ipg is capable to deliver anti-bradycardia therapies. Upon interrogation in the safety backup mode, a device status error message appears to notify the user. In this case, the displayed warning message data error detected, device at eri indicates that the ipg is working in the safety backup mode and, at the same time, the battery status is eri. Therefore, a re-initialization of the safety backup mode is not offered anymore by the programmer device. This represents a normal and expected device behavior. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The clinical observation resulted from invalid memory content in combination with the battery condition being eri. The root cause for the invalid memory content was not determinable. However, external influences, such as strong electromagnetic fields, could be taken into consideration.

Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.